Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the erosion was due to wound breakdown and the pump became visible. The patient was still admitted at the time of the report. The patient's baclofen catheter and pump were removed on (B)(6) 2018. The patient's weight at the time of the event was unknown, but was estimated to be less than (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown concentration at 134.3mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the pump had eroded through the skin. It was reported that there was no infection confirmed and no symptoms were reported. The hcp was provided the pump off passcode, and it was reported the pump would be removed. No further complications were anticipated/reported.